Manufacturer narrative:
D4: lot #: suspect lot # h21f10092, expiration date 06/10/2026, manufacturing date 06/10/2021. D4: lot #: suspect lot # h23e04038 expiration date 05/04/2028, manufacturing date 05/04/2023. H10: the actual device was not available; however seven photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the female connector, insert chip, and main body of the twist clamp during the manufacturing process. A batch review was conducted on the suspect lot numbers and there were no deviations found related to this condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: suspect lots h21f10092 and h23e04038. E1: initial reporter facility name: (B)(6) clinic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy tip) and the main body of a minicap transfer set. This occurred when disconnecting from an ultrabag. The nurse was able to disconnect without contamination and replace the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.